Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings. The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, the super multivac 50 icw got broken. It was found by x-ray after procedure. Broken pieces were removed from the patient immediately. The procedure was completed with 60 minutes delay. No patient injury or other complications were reported.